Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). External & internal visual inspections revealed no problems. The increased intraperitoneal volume (iipv) was confirmed in the logs and not duplicated during the pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The device functioned normally during pal testing. The cause of the iipv identified via device log review was determined to be insufficient drain; one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to meet functional and electrical performance specification requirements. The device was subsequently forwarded to service. A review of the service history data revealed the device had not been previously returned for the problems of iipv and no issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 2. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4027 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.